Event description:
A doctor alleged that approximately five (5) patients had experienced black specks in their restoration after light curing the sonicfill material. This is the first of five (5) reports.

Manufacturer narrative:
Although the doctor identified four (4) different lots associated with the black specks, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents included lot numbers 4646817, 4252080, 3851620, and 4832210. Specific patient information with regard to age, gender and weight was not provided. The office could not recall patient or incident details. The office reported that the doctor had to remove the patient's restoration and repeated the procedure during the same office visit. To date, the patient is doing fine. For lot numbers 4252080 and 4832210, a visual evaluation was performed on the returned product from each lot, yielding results within specifications. For lot numbers 4646817 and 3851620, the product was not returned; therefore, a visual evaluation was performed on retained samples from each lot, yielding results within specifications.